Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the needle breakage occurred at the swage part when suturing the alimentary canal in the abdominal cavity. The broken needle piece fell into the patient&#38112;body. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the piece of needle with suture was retrieved without any measurements and no x-ray was performed to determine the needle location. During the procedure, the needle was grasped at swage part. Conclusion: the actual sample was received for evaluation. Visual examination revealed that the needle exhibited amounts of intergranular failure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.